Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a centrimag motor causing a "motor not attached" message was confirmed and reproduced during testing of the returned centrimag motor (sn (B)(6) ) was evaluated and tested by the service depot under work order #53955218. (See attached) the reported complaint was verified and duplicated during their analysis. The returned motor was connected to a test console and flow probe. Upon startup the console immediately displayed a motor disconnected:m2 error message, reproducing the reported event. Additional testing of the motor's cable revealed intermittent open connections in the drive phase a1 (a1+/a1-) and drive phase b1 (b1+/b1-) connections when the cable was manipulated at the motor end bend relief. Although the root cause of this damage could not be conclusively determined, it appeared consistent with conductor breakdown due to repetitive bending or twisting of the motor's cable during use. As an added note, it was observed that the returned motor was over 9.5 years old. Similar reports of conductor breakdown in the motor's cable have been documented and corrective action (CAPA) has been initiated to investigate and address the issue. The returned motor was manufactured prior to the implementation of the CAPA. The defective motor was scrapped. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the motor was giving a motor not attached message. The motor was sent in for evaluation. No additional information was provided.